Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that a case was a lens exchange with yamane intrascleral haptic fixation. Everything seemed routine during the case and the lens looked fine at the end (case was combined with retina surgeon due to the severity of dislocation of the lens they were replacing). The lens looked great at the end of the case and looked ok day 1 post-op. When the retina doc saw her a week later it was stated the iol tilted. A week later at post op the iol tilted almost 90 degrees. The lens was explanted (B)(6) 2022, and another lens implanted. No adverse patient effects or clinically significant delay in procedure reported. The device is not being sent back thus a proper device analysis could not be completed nor the reported issue confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the iol tilting is but is not limited to: lens placement technique. Poor handling during folding and inserting. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.

Event description:
It was reported that the doctor reported a case where the lens was titled. The lens was removed on (B)(6) 2022, and a competitor lens was implanted. Patient is doing well. No additional information provided.